Manufacturer narrative:
Device evaluation: the following damages were found during visual and functional investigation: ---image is missing. ---liquid damage was found on the interface board. ---strain relief of the supply cable is damaged. ---buttons are not functioning. ---rattling or scraping noises in the steering mechanism. ---angle cover leaks due to a cut. ---inserting part is kinked. ---liquid inside the housing. A visual and functional test was carried out on the endoscope. The endoscope shows signs of wear and scratches. The strain relief of the supply cable shows damage. The steering mechanism rattles and scrapes. The angle cover is mechanically damaged, causing the endoscope to leak. There is moisture in the housing. The sensor and the interface board are damaged by moisture. This also caused the buttons to malfunction. This was caused by a mechanical impact that compressed and damaged the angle cover, causing it to leak. The ingress of moisture caused the sensor and the interface board to fail. For this reason, a user misuse error is to be assumed which led to the missing image. The device passed the quality check at the time of delivery. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a leak and no image. Defect was detected during check up. No negative impact in state of health reported.